Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a couple of days prior to report, the patient reprogrammed his stimulation to a higher setting and wanted to know if he had done it right because starting a couple of days prior, his stimulation level had dropped several times. It was logged, the patient normally had the stimulation level set at 3.0, but one time when he bent down, it "jumped down to 1.25"v. It was reported that another time, stimulation stopped after moving a few things to get ready for hunting trip and once when he got up from sitting on the couch. It was logged, the patient then used the programmer to check the ins and it showed standing at 1.25, which the patient could not feel. It was noted the patient's stimulation had never done that before, it had always stayed at a certain setting. It was reported that when the patient was standing, the stimulation felt less. It was noted that during report, the patient used the programmer while standing and reported it detected upright at 3.0v and stimulation felt as it should. It was noted there were not multiple programs.